Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head flickered on and off and the monitor displayed lines. This issue occurred during a laparoscopic diagnostic procedure and a backup olympus device was used. There were no reports of patient harm.

Manufacturer narrative:
In addition, the following reportable malfunctions were identified during the device evaluation: e222 error code occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for reported failure could not be determined. However, additional malfunction e22 error code was caused due to faulty cable and connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.